Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to known noise with oversensing on the right ventricular (rv) lead observed on stored non-sustained ventricular tachycardia (nsvt) episodes. The patient was seen in (B)(6) 2023 and the noise was not reproducible at that time, however sensitivity programming was increased to 4 mv. This pacemaker system remains in service. No adverse patient effects were reported.